Event description:
It was reported that pericardial effusion and cardiac tamponade occurred. The procedure was cancelled. During a left atrial appendage closure (laac) procedure was being performed, a versacross connect laac and a watchman trusteer access system (was) was selected to be used. Transeptal puncture was achieved. The septum was flossed with the was sheath with the versacross rf wire in the left atrium. There were multiple attempts to get the intracardiac echocardiography (ice) catheter through the transeptal puncture. After multiple attempts the ice catheter advanced into the left atrium. There was no maneuverability of the catheter. The physician thought that the ice catheter went through a patent foramen ovale (pfo). More attempts were made to recross with the ice catheter with the same result. It was discovered that the patients' blood pressure dropped significantly. The ice catheter was pulled back into the right atrium, and an effusion was discovered. The procedure was aborted and a pericardiocentesis was performed. 410ccs of red fluid were removed. The patient is doing well and was expected to be discharged on (B)(6) 2025. The patient was under eliquis at the time and was not under warfarin. The device is not expected to be returned for analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated field describe event or problem (b5), in section b - adverse event or product problem. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that pericardial effusion and cardiac tamponade occurred. The procedure was cancelled. During a left atrial appendage closure (laac) procedure was being performed, a versacross connect laac and a watchman trusteer access system (was) was selected to be used. Transeptal puncture was achieved. The septum was flossed with the was sheath with the versacross rf wire in the left atrium. There were multiple attempts to get the intracardiac echocardiography (ice) catheter through the transeptal puncture. After multiple attempts the ice catheter advanced into the left atrium. There was no maneuverability of the catheter. The physician thought that the ice catheter went through a patent foramen ovale (pfo). More attempts were made to recross with the ice catheter with the same result. It was discovered that the patients' blood pressure dropped significantly. The ice catheter was pulled back into the right atrium, and an effusion was discovered. The procedure was aborted and a pericardiocentesis was performed. 410ccs of red fluid were removed. The patient is doing well and was expected to be discharged on (B)(6) 2025. The patient was under eliquis at the time and was not under warfarin. The device is not expected to be returned for analysis. It was further reported that the act was therapeutic. Patient has been discharged with no further issues.